Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cracked tubes with the incident lot was observed. Tubes were found to have fractured in sealed shelf-packs, leading to broken tubes. Additionally, visual examination of the 200 retained samples from the implicated lot number did not identify any further instances of damaged tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube was cracked and leakage of additive occurred prior to use with a 100 bd vacutainer® acd-a 1.5 ml blood collection tubes. The following information was provided by the initial reporter: one of the shelf packs looks like the additive has leaked and collected around the tubes.